Manufacturer narrative:
The instrument has been returned to intuitive surgical, inc. (Isi) for evaluation. However, at this time, the evaluation of the instrument has not been completed; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted post-failure analysis evaluation or if additional information is received. This complaint is being reported due to the following conclusion: the surgeon had to increase the size of a port site incision in order to remove a prograsp forceps instrument that broke during a da vinci surgical procedure.

Event description:
It was reported that during a da vinci myomectomy procedure, a hinge screw from the prograsp forceps instrument fell inside the patient while the surgeon was suturing the patient's uterus using a CT-2 needle with the instrument. According to the initial reporter, the surgical staff was able to retrieve the hinge screw using a laparoscopic grasper instrument. Due to the hinge screw that fell off, the surgical staff was unable to remove the prograsp forceps instrument through the cannula. The site's robotics coordinator indicated that the surgeon had to increase the size of the incision port site by 0.5 - 1.0 cm in order to remove the prograsp forceps instrument and cannula simultaneously. The da vinci myomectomy procedure was successfully completed. No post-operative complications have been reported as of the date of this report.

Manufacturer narrative:
The prograsp forceps instrument was returned to intuitive surgical, inc. (Isi) and evaluated. The customer reported complaint that a hinge screw fell was replicated/confirmed. The instrument's grip axis pin was found to be dislodged. As a result, the instrument's grips were not intact and not functioning properly. One of the grips had some minor indentations near the pin hole. Per the customer the pin was retrieved but not returned with the instrument. An additional observation not reported by site was that both grip inputs were found cracked at the inner parting line. Hairline cracking/splitting was observed, which can weaken the load bearing capacity of the inputs. Based on the device evaluation information provided, this complaint will remain reportable due to the following conclusion: the surgeon had to increase the size of a port site incision in order to remove the prograsp forceps instrument that broke during a da vinci surgical procedure.